Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a "poor connection" and leak were reported between the heater line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the poor connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of six of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a "poor connection" between the heater line of the homechoice cassette and the heater bag which resulted in a leak that led to this alarm. Renal therapy services (rts) assisted the patient to end the therapy session. The patient would complete therapy by manual exchange. There was no report of patient injury or medical intervention associated with this event. No additional information is available.